Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR#: 2134265-2009-03681. It was reported that post a coronary drug eluting stenting treatment procedure, a rash and itching occurred. Two taxus liberte stents were deployed in the proximal left anterior descending (lad) artery. Two days post the stenting procedure, the pt presented with a rash, generalized on the trunk of the body, and itching. The pt remained on plavix since procedure. The pt was placed on a regimen of steroids and benadryl. Pt status reported as "ok". The relationship of the rash to the taxus liberte stents is unk.